Manufacturer narrative:
(B)(4). The customer-reported 2240 alarm indicates a potential malfunction of the disposable cassette. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line). This event occurred during fill four of five of peritoneal dialysis therapy. The technical service representative assisted the patient in clearing the alarm and advised the patient to restart therapy with new supplies. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.